Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her ketones. She also had the flu. The customer experienced a high blood glucose level of 265 mg/dl. The customer noticed a build up of white substance where the reservoir and the infusion set meet. Large air bubbles were also reported. She was wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.